Event description:
Following successful implantation of excluder bifurcated endoprosthesis devices, an endoleak was detected. At three weeks post-operatively, the physician decided to convert to an open repair of the abdominal aortic aneurysm. The excluder device was removed.